Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. The customer reloaded the cartridge successfully and resumed insulin delivery. Then, the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 35 units, and then ran out of insulin. Prior to calling, the customer loaded a new cartridge successfully. Additionally, on (B)(6) 2017, the customer received another minimum fill message after loading a cartridge with 300 units. The customer's blood glucose level was 297 mg/dl, and was addressed with a correction bolus. During the call with tandem technical support, the customer loaded a new cartridge successfully.